Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: during the investigation, moisture was observed in the battery compartment. A leak test was failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The pump was opened, and moisture was found in the batter compartment. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with moisture in the pump. This report is made based on the results of the investigation completed 27-mar-2017.